Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented emergency room with worsening heart failure. It was observed that the pacemaker was losing its command on the ECG, and the device exhibited a failure to capture. Upon interrogation, the pacemaker was found to be in back-up vvi mode. The pacemaker was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. Capture anomalies and no lv output was not confirmed. Final analysis found that, the device was received in backup mode with the device image severely corrupted. Due to lack of data and no supporting information from the field, the cause and the date of hardware reset could not be determined. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including output verification and capture test did not identify any functional issues. Backup condition could not be reproduced. The device voltage was at elective-replacement level and is consistent with normal battery depletion.